Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument black wire was bent at the hinge joint. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the customer did not have any further information and the instrument was already sent back to isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a segment of the conductor wire dislodged from the yaw pulley. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. Additional observation not reported by site that is not related to the customer reported complaint is that the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint regarding bent black wire was confirmed by failure analysis.